Event description:
It was reported that device battery life drained quickly and touchscreen became less responsive. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, was out of warranty, and was in process of obtaining new device, and no further action was taken by technical support at that time.